Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. The 2.75 x 18 mm xience pro stent delivery system (sds) was advanced, but resistance was noted with the guide wire. During removal, resistance was noted with the guide wire again, and with the distal end of the guiding catheter. A new xience pro sds was used successfully with the same guide wire and guiding catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The guide wire resistance was confirmed. The guiding catheter resistance was not confirmed. Based on visual, functional, and dimensional/scanning electron microscopy imaging/chem analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.